Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined drawer 2.1 and 2.2 failed. The customer resolved the issue and there was no additional information available regarding the resolution. The system functioned as intended after serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 2.1 and 2.2 had a failed. The customer stated that they were able to retrieve the required medication from other station and there was no medication delay. There were no adverse events or injur ies reported based on this event.